Manufacturer narrative:
Date of event: unknown. The date received by manufacturer has been used for this field. A device evaluation is anticipated but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported while using bd precisionglide¿ 27 g x 1-1/4" hypodermic needles the needle was clogged. This occurred 20 times the following information was provided by the initial reporter: solution won't come out of the needle

Manufacturer narrative:
The following fields were updated due to additional information: d10: device available for eval: yes. D10: returned to manufacturer on: 13-dec-2022. H6: investigation summary: it was reported the solution would not come out through the needle. To aid in the investigation, fifteen samples in sealed packaging blisters were received for evaluation by our quality team. A visual inspection was performed and no defects or imperfections were observed. Each sample was then connected to a syringe with saline solution. All fifteen samples expelled the solution with a normal flow. A device history record review was completed for provided material number 305136, lot number 2056770. The review did not reveal any detected quality issues during the production of this lot that could have contributed to the reported defect. Based on the investigation and with the returned sample analysis the symptom reported by the customer could not be confirmed, and a probable root cause could not be offered.

Event description:
It was reported while using bd precisionglide¿ 27 g x 1-1/4" hypodermic needles the needle was clogged. This occurred 20 times. The following information was provided by the initial reporter: solution won't come out of the needle.